Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (15mg/ml at 9.786 mg/day) via an implantable pump for unknown indications for non-malignant pain and failed back surgery syndrome. It was reported that the healthcare provider reported high residual on the last pump refill and the catheter was revised / replaced. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests/troubleshooting was performed. The explanted catheter was discarded by the healthcare provider. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's medical history was noted as having been requested but was unknown.